Event description:
A customer reported a high blood glucose level, with the specific value not provided, as it was displayed as "high." Cause was not known. Customer administered a correction injection to address the blood glucose. Recommendation was made to consult with a healthcare provider regarding diabetes management.